Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to routine follow-up visit. Externalized conductors were observed via fluoroscopy just proximal to the rv coil. The lead remains implanted.